Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead pacing impedance was below the lower limit, which resulted in a patient notifier delivered. No changes or intervention were reported. There were no patient consequences.